Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult leaflet grasping was unable to be determined. The reported tissue injury was a cascading event of the reported difficult leaflet grasping. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leaflet perforation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. One xtw (lot: 30518r1079) clip was implanted. A second xt (lot: 30325r1095) was implanted, but a pinhole size perforation in the posterior leaflet was observed due to the gripper. No additional intervention was performed. The procedure ended with mr reduced to grade 1-2. There was no clinically significant delay. No additional information was provided.